Event description:
The caller states that while lifting the patient, the strap tore away from the sling itself and dropped the patient. The caller states this caused the patient to be dropped. The caller states they did x-ray's but no injuries were found. The caller stated she believes the end user was trying to get more pain meds. The caller believes the unit was bought in 2013. The caller believes the slings were laundered improperly, causing the items to become defective. The caller states that they use an outside laundry service, and they have turned the slings to a pink color from the dark color, due to possible bleaching. No further information available.